Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis team. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional with no product issue identified. The reported issue was not confirmed. The instrument was found to have one or more of the housing snaps broken, which was unrelated to the reported event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting head separated from the shaft, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) device has requested that the cadiere forceps instrument be returned for analysis. However, the instrument has not yet been returned.

Event description:
It was reported that during a da vinci-assisted the surgical procedure, the cadiere forceps head became separated from the shaft. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.